Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information received indicating that the suspected cause for high threshold was not determined. The lead did not look dislodged in x-ray. However, the physician took several positions to find the suitable location before placing another lead. Moreover, the behavior was attributed to the lead. In addition, the representative stated that the threshold was increasing over time and the physician opted to explant and re implant but the lead helix did not come in, thus, this rv lead was surgically abandoned. No additional adverse patient effects were reported.